Event description:
It was reported that the user¿s pump stopped charging, displaying a flashing green indicator when placed on the charger, and the user discontinued pump use for several days; after trying a third-party cord, the charger light became solid green, and a replacement charger was shipped. Customer care provided support which included replacement of the suspected charger. Investigation of this case revealed a suspected charger malfunction. No adverse health effects reported. Outcomes included no reported impact to health or medical care. It was concluded that the reported issue was likely due to the charger and that replacement of the charger was an appropriate corrective action.